Manufacturer narrative:
H6: coding was updated per information in the complaint file.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced anuria. There was a concern for hemolysis. The patient was escalated to an impella 5.5 and is in stable condtion.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood/ hemolysis: the cause of the hemolysis issue was not determined due to insufficient clinical details and no product or data logs returned. Device history review: the device passed all post sterile inspection checks.